Event description:
It was reported that when using the bd vacutainer® flashback blood collection needle, the user found a crack in the sleeve of the non patient end of the device that was leaking while collecting blood. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® flashback blood collection needle, the user found a crack in the sleeve of the non-patient end of the device that was leaking while collecting blood. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - bd received three photos for investigation. These photos depict a fbn attached to a vacutainer holder with the rubber sleeve end fitted with a vacutainer tube, and blood observed in the holder and on the table. One of the photos shows a fbn with a red circle on the foot of its rubber sleeve and two hole-like features on the root of the sleeve. It is unable to determine if the leakage of blood is from these hole-like features by looking at the photos. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: damaged and sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.